Manufacturer narrative:
Event site full name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #: (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab), the catheter was unable to pass through sheath. While removing the catheter from sheath, tremendous force had to be applied. The surgeon immediately replaced the iab with a new one since the patient was very sick. There was no patient harm or adverse event reported.

Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).